Manufacturer narrative:
(B)(4)

Event description:
The customer received sporadic questionable ion selective electrode (ise) sodium results for an unknown number of patient samples. Data was only provided for one sample as a result of 230, then 144. The unit of measure was not provided. Information concerning if any erroneous result was reported outside the laboratory or if any patient was adversely affected was requested, but was not provided. The electrode lot number and expiration date were requested, but were not provided. The field service representative changed the pinch tube, all electrodes, and all reagents. He also conditioned the sipperway with activator. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.